Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6), 2025. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient stated that the pod continued to deliver insulin and attributed the issue to a malfunction in the controller. With the patient¿s consent, additional information indicated that automated basal delivery had been paused during the glucose drop, and a previous bolus was delivered late, both of which were associated with the event. Symptoms reported include loss of consciousness. The patient was treated by a medical professional with ¿some type of a booster medication¿. The device was discarded and patient was discharged later the same day.